Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 can cause the service code. There was no death or adverse event associated with the monitor malfunction.

Event description:
A us distributor contacted zoll to report that a monitor was producing charge/discharge profile faults.